Manufacturer narrative:
Citation:nakasu a transcatheter aortic valve insertion in patients with hostile ascending aorta calcification.j thorac cardiovasc surg. 2018 sep;156(3):1028-1034. Doi: 10.1016/j.jtcvs.2018.03.125. Epub 2018 apr 7. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve insertion in patients with hostile ascending aorta calcification. All data were collected from single center between november 2008 and december 2015. The study population included 665 patients (predominantly male, mean age 82 years), 111 patients and 20 patients were implanted with medtronic corevalve and evolut r bioprosthesis respectively. No serial numbers were provided. Among all patients, 34 deaths were reported. In-hospital death occurred in 2 patients (6%) and surgical death occurred in 2 patients (6%) in the hostile aorta group. Death was from cardiac causes in both patients and included ventricular fibrillation after intraoperative root angiography in 1 patient and acute coronary artery stent thrombosis on postoperative day 1 in another patient. In-hospital death occurred in 12 patients (2%) and surgical death occurred in 18 patients in the control group (3%) and was defined as cardiac in 9 patients, neurologic, renal, vascular, and pulmonary in 2 each, and infection in 1. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events included: stroke, severe paravalvular leak (pvl), permanent pacemaker implantation, minor vascular complication, ventricular fibrillation and stent thrombosis. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events.